Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where the injection site of the set was separated with the catheter extension set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample was received by the singapore plant for evaluation on september 1, 2010. An evaluation has not yet begun. A follow up report will be filed once the evaluation is completed or if any additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4)

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation for the reported condition of a separated injection site of the set. A visual inspection of the sample confirmed the separated injection site. Although the reported condition was confirmed, the root cause was not identified. A batch review could not be performed as the lot number was not provided by the customer.